Event description:
Caller states customer reportedly received a result of 400 mg/dl on the advantage system and 100 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.